Event description:
Customer called to report discrepant test results. Test results: nurse tested pst inratio = 1.8. One minute later tested the pst again, inratio = 3.2. One minute later did a draw for the lab = 2.7. Time between testing: one minute between all 3 testings. Customers therapeutic range: 2 - 3.

Manufacturer narrative:
Investigation pending.